Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch screen and keypad locked up. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusion). Additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the touchscreen assy, 12.1". Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received touchscreen assy, with a reported unit failure of fault code 63 and the touchscreen being locked up. The fat performed a visual inspection and found the part to have a crack in the screen. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Could not confirm the reported fault. Retained the part in the failure analysis and testing department per procedure. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touch screen and keypad locked up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.